Event description:
It was reported that following a deep brain stimulation implant procedure, the patient did not receive the expected pain coverage on the right side. The device was reprogrammed, however, the event did not resolve. The patient underwent a lead revision procedure where two of the four implanted leads were replaced per the physicians preference; there were no issues with the leads. The leads will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7072645. Brand name: linear 3-4, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 7072845, brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7071024.